Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with myopotential inhibition on the ICD. Review of the egm revealed low level, high frequency noise that was inhibiting pacing. Programming changes were made. The issue was resolved. Dft and further actions will be discussed with the physician. The patient will continue to be monitored with routine follow-up.